Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy and also had manual injection supplies available.